Event description:
It was reported that "unknown material was observed in the IV chamber before use." Additional information from (B)(6) noted that the material was actually inside the IV tubing and that this product does not have a drip chamber.

Manufacturer narrative:
One single dpt kit with attached infusion set and pressure tubing was returned for analysis. Priming solution was visible inside of the IV line. The IV tubing had been clipped with two pairs of forceps by the customer to avoid losing the contamination. A gray particle was visible inside of the IV tubing. The forceps were removed and the kit was flushed with water from the IV side at a pressure of 350mmhg for 5 minutes. The particulate did not move or flushed out of the kit, it stuck at dpt flush device. The particulate was removed and sent for chemistry analysis. The particulate measured 0.04"x0.01" in size. Per chemistry analysis, the ir spectrum of the unknown gray particulate found inside the kit showed similar absorption characteristics to polypropylene-like material. The complaint of foreign material in the IV tubing was confirmed. The exact cause of the contamination could not be conclusively determined. The issue will be reviewed to determine if further actions are necessary. The device history record review was not performed because the lot number is unknown.

Manufacturer narrative:
We received the supplier investigation report that states the operators who perform the 100% inspections will have awareness training to prevent recurrence of this type of complaint.

Manufacturer narrative:
Upon review of the issue it has been concluded that this unit was manufactured at a supplier facility. A request for investigation, root cause analysis and any necessary corrective actions is being submitted.